Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in a vial-mate reconstitution device. The cored part of the rubber stopper had pushed into the vial upon activation. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation attached to a drug vial and solution bag. Visual inspection revealed grey particulate matter in the vial. The grey particulate matter was found to be stopper material from fragmentation of the vial stopper. The reported condition was verified. The cause of the particulate matter was not determined. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.